Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two months post implant, the patient was hospitalized with acute heart failure, including wheezing shortness of breath and mild lower extremity edema. The physician suspected that the leadless implantable pulse generator (ipg) caused the worsening heart failure. Diagnostic tests and procedures were performed. The leadless ipg was inactivated and replaced with a cardiac resynchronization therapy pacemaker (crt-p) system. Medical intervention was also required to stabilize the patient's heart failure symptoms. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.